Event description:
The account alleged the side rail could not latch. No patient impact.

Manufacturer narrative:
The account found the side rail end tubing missing the lower pivot block, bolt and roller guide. The account replaced the side rail lower pivot block, bolt and roller guide the account replaced the side rail lower pivot block, bolt and roller guide to resolve the issue.